Event description:
The pt received two leads with the same lot number. It was reported the pt lost stimulation to the pain areas. Reprogramming was done to no avail. It was further reported the pt was placed on oral antibiotics due to a suspected infection at the lead site. Follow-up identified the scs system was explanted on (B)(6) 2014.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.